Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device does not detect a circuit. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) evaluated the device and the reported issue was not duplicated by a test run performed; no abnormality was confirmed. The rse recommended to have the unit run for a couple hours. Biomed stated he tested the unit, and it ran for a few hours and no issues. Plans to send unit back to respiratory. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.